Event description:
The customer reported seeing air bubbles in their reservoir. The customer's blood glucose was 229 mg/dl. The customer was advised to run a manual prime. Customer states that there are no leaks. The air bubbles were able to be cleared out. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).